Manufacturer narrative:
B3: using death date as event date as event date of thrombosis is unknown. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. Implant facility: (B)(6). Implant facility phone: (B)(6).

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. At an unknown date, the patient was reported to have a blood clot of unknown origin and location. The patient died about one year post index procedure of an unknown cause. No further information was reported.